Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products and associated with MDR numbers 1225714-2013-00955, 1225714-2013-00956, 1225714-2013-00957.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.